Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing discomfort at the ipg site and ineffective therapy due to high impedances and autoreducing. X rays revealed lead migration. As such, the entire system was explanted and replaced to address the issue.